Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) for a high out of range right ventricular (rv) pacing impedance of greater than 2000 ohms on two different occasions. Technical services reviewed stored electrograms (egms) and noted noise on the rv channel. The rv sensitivity was programmed to 2.5 mv, and the noise was being oversensed. The noise was fuzzy on the egm and looked like muscle noise. There was no evidence of minute ventilation signal oversensing. Technical services discussed possible causes for the clinical observations and provided troubleshooting options. It was noted the patient has sinus bradycardia and conducts with atrial pacing. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was scheduled for surgery. The patient's lead measurements, at the time of surgery, were normal in both unipolar and bipolar configurations. They performed isometrics and an active range of motion test. No issues were noted. The electrophysiologist reconfirmed that the system was functioning normally. The patient noted he plays a musical instrument that involves magnets in the speakers used for his orchestra performances. It was unknown if this contributed to the previously reported clinical observations. The physician decided surgical intervention was no longer needed and no further actions were taken. This pacemaker remains in service and no adverse patient effects were reported.